Event description:
The following has been reported to hamilton medical ag on 15 may 2024 it was reported that may 15th 2024 a hamilton c6 ventilator (sn (B)(6)) running on software version 1.2.2, showed a panel connection lost episode during preventive mainteance. Panel disconnect alarm reproduced in service software. Technical state export did not complete. Power down and back on stalled during boot-up (vu synchronization timeout). Panel black out or panel error or panel connection lost in image eventlog shows panel connection lost or panel error. Servicelog / eventlog shows tn 556951 panel connection lost (ping) with 556952 panel reconnected (ping) => ventilation continues, reboot was triggered in log file potential root cause associated to this issue could be related to: faulty communication between ip processor board and vu processor board due to: - defective ip processor board - defective vu processor board - defective cable ip/vu or connecto accordingly, the following correction are considered: - check cable vu-ip for proper connection - install sw 1.2.1 or higher - restart the ventilator, if problem reappears replace the ip processor board for rev 04 or later - if problem persists after ip processor board replacement, replace the vu processor board for rev 04 or later according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 15 may 2024 it was reported that (B)(6) 2024 a hamilton c6 ventilator (sn (B)(6)) running on software version 1.2.2, showed a panel connection lost episode during preventive mainteance. Panel disconnect alarm reproduced in service software. Technical state export did not complete. Power down and back on stalled during boot-up (vu synchronization timeout). Panel black out or panel error or panel connection lost in image eventlog shows panel connection lost or panel error. Servicelog / eventlog shows (B)(4) panel connection lost (ping) with (B)(4) panel reconnected (ping) ventilation continues, reboot was triggered in log file. Potential root cause associated to this issue could be related to: faulty communication between ip processor board and vu processor board due to: - defective ip processor board. - defective vu processor board. - defective cable ip/vu or connecton. Accordingly, the following correction are considered: - check cable vu-ip for proper connection. - install sw 1.2.1 or higher. - restart the ventilator, if problem reappears replace the ip processor board for rev 04 or later. - if problem persists after ip processor board replacement, replace the vu processor board for rev 04 or later. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.